Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient claims the device had a 30 to 40 point difference from the fingerstick values. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.